Manufacturer narrative:
The report of the platform does not retract the lifeband was confirmed through the evaluation of the autopulse platform (sn (B)(4)). Functional testing of the platform revealed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message on the user control panel during initial power-up and archive data review. The lifeband did not retract due to the drive shaft being not at the "home" position. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse platform user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Unrelated to the reported complaint, a bent battery lock on the returned platform was observed during visual inspection. The battery lock needs a replacement to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling. Additionally, the drivetrain motor was observed with broken ground wiring and the encoder gearbox needs a replacement due to stiffness of the driveshaft during engaging, unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in february 2008 and is more than 12 years old, well beyond the expected service life of 5 years. Therefore, this type of reported issue is characteristic of normal wear and tear for the life of the device. The archive data review indicated multiple error messages user advisory (ua) 45 around the reported event date, thus confirming the customer complaint. Also, unrelated to the reported issue, archive data noted user advisory (ua) 02 (compression tracking error) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages before displaying user advisory (ua) 45 error, however, they were cleared by the user. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse platform has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. User advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the user advisory. The load cell characterization test confirmed both load cell modules are functioning within the specification. Upon customer approval, the damaged parts will be replaced. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) did not retract the lifeband. No user advisory (ua) messages or fault codes were reported by the user. Unknown if the lifeband was replaced during the troubleshooting. No patient involvement.